Event description:
It was reported that a monarc sling was implanted to treat the pts stress urinary incontinence. "As a result of the implanted mesh," the pt has required medical treatment and corrective surgery to remove mesh and female genitalia, and to repair pelvic organs, tissue and nerve damage. It was also reported the pt has suffered mental and physical pain, has sustained permanent injury and the implanted mesh has degraded and shrunk causing the pt debilitating injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.